Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced syncope and cardiogenic shock. The leadless ipg also exhibited atrial undersensing.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1avr1-delsys/ expiration date: 28-apr-2021 / serial#: (B)(4), UDI #:(B)(4), no dev rtn to MFR? No, mfg date: 22-jan-2020, yes, patient code(s): (B)(4) device code(s): (B)(4), FDA method code(s): 4117, FDA results code(s): 3221, FDA conclusion code(s): 22. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant of the leadless implantable pulse generator (ipg) the patient experienced pericardial effusion/tamponade. A drain was used and the leadless ipg remains in use. No further patient complications have been reported as a result of this event.